Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient went to the hospital after developing a swollen face. Pus was present under the facial leads. The patient was administered IV antibiotics and one of the leads, sc-2352-70 (serial number (B)(4)), was explanted on (B)(6) 2019.

Manufacturer narrative:
Returned lead sc-2352-70 (B)(4) was analyzed and no anomalies were found.

Event description:
A report was received that the patient went to the hospital after developing a swollen face. Pus was present under the facial leads. The patient was administered IV antibiotics and one of the leads, sc-2352-70 (serial number (B)(4)), was explanted on(B)(6) 2019.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-70, serial/lot: (B)(4), description: linear 3-6 lead 70 cm. Model: sc-2352-70, serial/lot: (B)(4), description:linear 3-4 lead 70 cm.

Event description:
A report was received that the patient went to the hospital after developing a swollen face. Pus was present under the facial leads. The patient was administered IV antibiotics.